Event description:
The customer reported to olympus the 0.035" angled tip, hybrid guidewire had black flakes coming off while inside the patient during use. The issue occurred during an unidentified, diagnostic procedure which was completed with another guidewire. The procedure had to be extended by 10 minutes while the black flakes were retrieved from inside the patient. There were no reports of patient harm or impact due to the delay. Related patient identifier (B)(6).